Manufacturer narrative:
The returned faradrive sheath was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The "no problem detected" conclusion codes were selected for the allegations of "visible air/bubbles" and "leak" as analysis of the returned device did not find any defects or abnormalities to confirm an existing leak path or air ingress that contributed to the allegation of this event.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. When the physician decided to go transeptal with the device, the mapping catheter was removed and the dilator was inserted. It was observed that air bubbles were continually introduced to the sheath with aspiration, a slightly leak was also observed on the valve. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. When the physician decided to go transeptal with the device, the mapping catheter was removed and the dilator was inserted. It was observed that air bubbles were continually introduced to the sheath with aspiration, a slightly leak was also observed on the valve. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.